Manufacturer narrative:
(B) (4) -skin contact.

Event description:
The customer reported h2o2 contact when changing a used cassette. Employee was not wearing the recommended ppe. The h2o2 contact was noted on the left hand (left thumb and index finger, ring finger). Symptoms included a burning sensation on the hand. The employee did wash her hands under running water. The burning symptoms faded as well as the residue. She did not seek medical attention. The customer was in-serviced over the phone regarding the wearing of appropriate ppe. The customer was faxed the msds sheets for reference.